Event description:
Customer reports via phone that during a urology cystogram, the system fluoro failed. Staff moved the patient to another room where procedure was completed without further incident. Customer provided no further patient of procedural information other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.